Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited increased capture threshold. While attempting other pacing configurations, the patient experienced phrenic nerve stimulation. The lead was removed and replaced on (B)(6) 2018, and the patient was stable post-procedure.